Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): associated product information: - 110024773 (66526646). G2: foreign - the event occurred in germany. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the device needle tip fractured when the anchors were placed in the meniscus. An alternate competitor device was used successfully to complete the procedure. The correct surgical technique was used. No complications, injuries, or surgical interventions were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10 the reported event is confirmed from product return. Visual examination of the returned product identified both items have been cycled two (2) times and there were no sutures or anchors returned. The flexible sleeve is bent on both devices and the tip of the needles has fractured on both as well. The piece of the needle that has fractured away from both was not returned. Fracture analysis has been previously analyzed in an internal technical report where bending overload was identified as the mode of failure. Product information cannot be verified as the devices are not etched and packaging was not returned. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.